Event description:
It was reported by the patient that they will be having a pocket revision due to migration of the patient's right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) leads. Follow-up with the patient's clinic confirmed the planned pocket revision as the patient's leads have migrated since a device replacement about nine months ago. There are no additional product performance concerns and all leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.